Event description:
It was reported that the lead was capped due to oversensing. Subsequently, the lead was explanted due to an infection unrelated to the ICD system. During the extraction procedure, the lead became separated at the rv coil. A portion of the lead remains in the patient. Procedure to retrieve the portions of the lead has been scheduled. No further information is available at this time.